Event description:
It was reported during a turbt procedure on (B)(6) 2024, the end of the electrode fell into the patient's bladder, the doctor was able to flush the electrode out. The procedure completed with a new sterile single use bipolar cutting loop. No injuries were reported and no surgical delays.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: the loop is broken/scorched in the upper area. This happens when the loop wire gets too hot. In combination with excessive force, this can lead to breakage. The heat build-up can also damage the internal components, causing the broken part to detach from the linkage. The instructions for use recommend checking the cutting loop for damage before each use. It must be assumed that the user is at fault. This event is filed under internal complaint ID (B)(4).